Event description:
The patient had a peripherally inserted central catheter (PICC) placed on [date redacted] for us. On [date redacted], the nurse saw bleeding around the site and identified that the PICC was broken where the hub and catheter met. Per vascular access team, secure-a-cath was still in place with catheter secure in it.